Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose reaching 400 mg/dl after eating homemade pizza and expressed concern that the ilet was not delivering insulin, though device history showed insulin delivery and the user received troubleshooting and education without alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included user interview and device-use history review. Investigation of this case revealed no device malfunction identified and cause of hyperglycemia remained unclear. It was concluded that the event was user-reported hyperglycemia with undetermined cause and with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.